Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation (stent damage) was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure as it is likely that the sds interacted with the lesion during advancement resulting in the reported failure to advance and subsequent stent dislodgement/dislocated (observed during returned device analysis) and material deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in circumflex artery with calcification and tortuosity. The 3.50x18mm xience skypoint stent delivery system (sds) was advanced to the target lesion; however, the stent met with resistance with the heavily calcified lesion and failed to cross. When the sds was removed from anatomy and the stent struts were noted to be flared. Additional pre-dilatation was performed and a new xience skypoint stent was used to complete the procedure. No additional information was provided return device analysis found the proximal end of the stent implant was located 1mm distal from its original crimped position as the stent implant had moved distally on the balloon.